Manufacturer narrative:
This complaint was reviewed during the retrospective review. The investigation showed that there are some small crack in the glue that holds the outer knife in the body. The root cause could not be determent and there the surface of the inner knife was damaged. For this a single point lessen for production will be. (B)(4). All available information has been disclosed. This complaint has now been closed.

Event description:
The complainant stated that the case started in vacuum mode and the cutter functioned properly. After switching to flow mode, air bubbles would come out of the cutter tip when the foot pedal was engaged. This continued upon switching back to vacuum mode. The air bubbles were particularly large. The connections were checked for tightness, and the cutter was tested in a cup of bss, and the bubbles continues. The cutter was then replaced and the case was finished without incident. There was no patient injury. The cutter is available for investigation.